Event description:
Rptr stated that 2 weeks following abdominoplasty, pt presented with infection at the suture line. Cultures were taken at that time and noted to be s. Aureus. Pt was administered antibiotics and incision and drainage. Rptr feels there was a break in the sterile surgical procedure. Pt continues to present with this infection. A second procedure was performed to remove sutures. Closure of the site was accomplished with staples. Pt has been discharged with no further consequences noted.